Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure that the tip fell off into the patient. The tip was recovered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2018. Batch # r92669. The device was received with the electrode detached from the jaw and active rod, the electrode was returned. In addition the jaw was not detached as reported. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.